Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 10, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the lamp did not turn on during a vitrectomy procedure. An alternate light source was used to complete the case. There was no patient harm.